Manufacturer narrative:
The pump and cat were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient was not getting relief of symptoms. No cerebrospinal fluid could be withdrawn at a dye study. Two weeks later no cerebrospinal fluid could be withdrawn in the operating room. The entire implantable pump system was replaced. The pump was replaced due to end of service and repositioning needs. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.